Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13214. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case, the esheath was inserted without difficulty. The delivery system with crimped 26mm sapien 3 ultra valve was introduced through the esheath with high push force. After passing the tip of the esheath with the valve, it was noticed that a frame strut bent 90 degrees outwards. Immediately the alignment was stopped, the valve was retrieved within the partially expandable section of the esheath and all devices were removed as a unit. A new system was prepared and successfully implanted with no complications. There were no vascular complications noted. As per pre-deco evaluation, liner strands were observed on the esheath.

Manufacturer narrative:
The esheath was returned after use in the procedure with a 26mm commander delivery system partially inserted through the sheath. The esheath was visually inspected and the sheath shaft appeared curved from use. The liner was torn approximately 6.5 inches in length from the distal tip. The blue hdpe material was scuffed and damaged approximately 6.5 inches from the distal tip. A piece of the torn liner was detached 1.5 inches in length, located near the hdpe damage. A liner strand was 0.75 inch in length located near the distal tip. The valve was caught at the sheath hub. A procedural and post-procedural photo were provided for review. The sapien 3 ultra valve strut was observed to be bent. The liner appeared to be torn after the procedure. The liner thickness was measured along with liner tear and strand. A sheath liner thickness deviating from specification could contribute to liner tears and liner strands and be indicative of a manufacturing nonconformance. The sheath liner thickness at all measured locations met the specifications. Due to the condition of the returned device, no functional testing could be performed. The complaint was confirmed through visual inspection. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed one additional complaint related to resistance between the sheath shaft and delivery system. The other complaint was unable to be confirmed. No additional complaints relating to a torn liner and/or liner strand were noted. Although the resistance was confirmed, a complaint history review is not required. The issue has been previously identified in a corrective action preventative action (CAPA) and a product risk assessment (pra), which captures root cause analysis for the issue. A review of complaint history related to the torn liner and liner strands was performed from september 2019 to august 2020 was performed. The complaints were reviewed based on similar reported events and associated root causes and evaluation codes. Of the potential root causes identified, those applicable to the current evaluation are procedural factors (bent/damaged valve/strut and excessive manipulation). The instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the esheath. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were confirmed upon visual inspection. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The device training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as per the case notes, the patient had mild calcification and moderate tortuosity of the access vessel. Calcification and tortuosity can prevent the sheath from fully expanding to allow for a smooth delivery system advancement. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. Available information suggests that patient factors (access vessel calcification / tortuosity) may have contributed to the resistance between the sheath shaft and delivery system. The liner tear and liner strand likely occurred due to excessive device manipulation during advancement and retrieval of delivery system with a damaged valve. As the device was manipulated to continue advancement forward, it may have resulted in the bent struts on the valve. As it was attempted to be pulled back, it is possible that the bent valve struts interacted with the sheath liner, leading to the observed liner tear and liner strands. The sheath damage seen in appears to be the valve strut catching on the sheath and damaging the hdpe while tracking the device. Available information suggests that procedural factors (damaged valve / bent struts caught on sheath / excessive device manipulation during device insertion and retrieval) may have contributed to the complaint events. While a definitive root cause is unable to be determined, available information suggests that patient and/or procedural factors may have contributed to the reported event. As there was no confirmed edwards defect, no corrective or preventative actions are required; however, after review of similar reported issues per a pre-existing product risk assessment (pra), a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. It is currently in the implementation phase. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. A product risk assessment has been previously initiated to investigate the cause and assess patient risks associated with high push force of the commander delivery system with the s3u through the esheath. The risks outlined in the pra remain the same. Pra documents the potential for ¿difficulty introducing delivery system through sheath, resulting in procedural delay,¿ which did occur during this event. Trending analysis indicates complaint rates are within control.